Event description:
This report summarizes 9 malfunction events, where it was reported the devices experienced steer mechanism is difficult to engage/disengage or brakes cannot be engaged or brakes difficult to engage/disengage. There was no patient involvement.

Manufacturer narrative:
One device pending evaluation was evaluated in the field and the issue was confirmed. The device was repaired on site and returned to service. One device that was pending was evaluated and it was determined the device experienced must use alternate pedal, which is not reportable. Section h codes have been updated. Because of this, the number of reported events has been changed from 10 to 9.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 8 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 2 devices are pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 10 malfunction events, where it was reported the devices experienced steer mechanism is difficult to engage/disengage or brakes cannot be engaged or brakes difficult to engage/disengage. There was no patient involvement.